Event description:
A report was received from a user facility in the (B)(6) stating: "there was extreme vibration in the cutter and then it failed." Another vitrectomy cutter was used to complete the procedure. There was no serious injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
The device has been received and the evaluation is pending. A supplemental report will be submitted when the evaluation is complete. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing. Report 3 of 3.